Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device was discarded and not returned. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Representative reported a catheter replacement due to the catheter being dislodged from the intrathecal space. The patient had reported a lack of pain relief. The replaced catheter was discarded, and the cause of the dislodgement is unknown.